Manufacturer narrative:
The site reported a capsule tear during implantation of a light adjustable lens. The lens was explanted. No additional information has been provided at this time. Rxsight's first awareness of the event was 11/30/2021. The device history record for the lens was reviewed. No issues were noted. The explanted lens has been returned and is currently being evaluated.

Event description:
The site reported a capsule tear during implantation of a light adjustable lens. The lens was explanted. No additional information has been provided at this time. Rxsight's first awareness of the event was 11/30/2021.

Manufacturer narrative:
The site reported a capsule tear during implantation of a light adjustable lens. The lens was explanted. No additional information has been provided at this time. Rxsight's first awareness of the event was (B)(6) 2021. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. Visual testing found no issues with the lens.

Event description:
The site reported a capsule tear during implantation of a light adjustable lens. The lens was explanted. No additional information has been provided at this time. Rxsight's first awareness of the event was (B)(6) 2021.